Manufacturer narrative:
A medical review was performed on the info and treatment data provided. A large drain volume was reported in drain 0 and in drain 1. Patient was asymptomatic and did not have an adverse effect as a result of the large drain. The cycler will be evaluated upon return to the MFR and a supplemental report will be submitted upon completion.

Event description:
The pt reported the previous ccpd treatment was completed with a last fill 2000 ml without problem. The patient reported she did a mid-day manual exchange, the patient reported she could not remember the volume drained. The patient then filled with 2000 ml. The patient set up the liberty cycler with two five liter bags of fluid. Upon connecting to the cycler, the patient drained 4633 m. Patient stated this volume was unusually large but did not feel any symptoms and continued the treatment. Fill 1: 2000 ml and drain 1: 7350 ml. Fill 2: 2000 ml and drain 2: 1324 ml, the patient then stopped the treatment. The patient reported that the two solution bags were empty at that time and there were alarms but she could not recall the exact alarms. The patient denied feeling symptoms, fullness, or discomfort. The patient did not experience an adverse event as a result of the large drain volume.